Event description:
Autoclave tubing from henry schein, inc, product #101-2223, often bursts and develops holes during normal autoclaving. This has occurred for about 6 months. The similar product from moore medical, inc, does not exhibit these problems. Rptr has notified their henry schein, inc rep. But have not received an official reply about the product.